Event description:
The customer reported the touch screen does not work, calibrates, but does not respond in the lower right corner. The customer reported patient involvement is unknown and no patient harm.